Event description:
The customer reported a blank display after dropping the insulin pump. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube not being plugged into a component on the interface board properly.